Event description:
Tip of clamp broke off while pulling out tissue. Metal piece was removed through the regular course of the surgery. No adverse effects. Device was sent out of svc and marked as "broken" by nursing staff. Device is not available.